Event description:
It was reported that the patient difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be return as it was kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months based on the date the manufacturer became aware of the event.